Event description:
Patient receiving IV medication for sedation and analgesia. Medications not effective in that patient required additional doses without effect. Upon examination of the clave it was found that clave was permanently depressed, preventing the medication from infusing.